Manufacturer narrative:
D9: product received date 9/12/2024. H3: one device was returned for analysis. A visual and functional test was performed and the reported issue was not duplicated. The cause of the reported was unknown. As a result, no further actions were taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed downstream. The event occurred before infusion, there was no patient involvement.